Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the distal right coronary artery. The balloon of an unk trek balloon dilatation catheter broke [ruptured]. The tip of the bdc separated and the tip and a portion of balloon material remained at the lesion. After several failed attempts to remove the separated tip and balloon material, an unspecified optical coherence tomography (oct) guide wire was used to restore the blood flow. No additional intervention was performed and the patient was discharged. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled 1212 not labeled. Internal file number - (B)(4). Corrections: the device was initially reported as returning for analysis, but has now been reported as not returning because it is being retained by the account. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation, entrapment of the device, difficulty removing the device from the anatomy and patient effects of foreign body in patient and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: following several inflations, the balloon of the 2.75 x 15 mm trek rx balloon dilatation catheter (bdc) ruptured at an unknown pressure. On attempting to remove the bdc, resistance with the anatomy was met and a tip separation occurred. The tip and part of the balloon material remained jailed in the calcium and were not removed despite retrieval attempts. No additional information was provided.